Event description:
Chemo infusion bag was leaking out of the bag when this rn went to obtain dose. Did not reach patient. The spike from the line is inserted in the bag is where the leak is. So, the spike inserted and all the way at top of spike to bag connection is a tiny leak. Leak came from spike of bag. Baxter product information. Bag item number 2b1323. Bag lot number y430050. Tubing item number 2c8541. Tubing lot number r23h01048.